Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device will not power up, even when plugged in power led light won't come on. The customer reported there was no patient involvement.